Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 844.6 ml, drain1 844.8 ml, fill 2 847.4 ml, drain 2 847.7 ml (rite specifications 774 - 821 ml), last fill 368.7 ml (rite specifications 330 - 365 ml). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed functional test for therapy monitored volume specification. External / internal inspection was performed and passed. The assignable cause for the rite functional test failure was determined to be caused by deteriorated door piston foam. The device was sent to servicing.